Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, belt failed the pulse lead hi-pot and fall-off tests. The cause was isolated to an open green (+3.3v) wire in the trunk cable. The cause of the test failures is the open wire. The root cause of the open wire was unable to be positively identified, but was likely physical abuse to the electrode belt. No adverse event resulted from the defective electrode belt. The last patient to use this belt did not report any deficiencies.

Event description:
A review of service data has detected a reportable problem. During servicing, electrode belt sn (B)(4) failed the pulse lead hi-pot and fall-off tests. The last patient to use this belt did not report any deficiencies.